Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device was not returned.

Event description:
It was reported that the gel adhesive surface of the pad was removed, as the protective film was peeled off. The sample was discarded, as it was contaminated with blood. The pads were subsequently replaced, and therapy continued.

Manufacturer narrative:
The device was not returned for evaluation. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use state the following: ¿remove the release liner from each pad and apply to the appropriate area.¿ (B)(4). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the gel adhesive surface of the pad was removed, as the protective film was peeled off. The sample was discarded, as it was contaminated with blood. The pads were subsequently replaced, and therapy continued.